Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection of the drain piece was performed and revealed an area of obvious cut damage on the broken surface and was apparently damaged during use. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch j1396811, mfg date 12/2013, exp date 12/2018.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch # j1498291, mfg date: 01/2014, exp date: 01/2019.

Event description:
It was reported that a patient underwent a laparoscopic esophagectomy and hand-assisted laparoscopic surgery on (B)(6) 2014 and a drain was inserted into the right thoracic cavity. Following the procedure, there was a breakage found in the insertion part of the drain. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1396811; batch j1498291.